Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the motor stalled; the reason was unknown. The minimum rate has been programmed and oral drugs were given to maintain the administration. The pump was explanted on (B)(6) 2012. It was noted there was no injury. The patient outcome was unknown. The drugs in the pump were lioresal, catapressan and morphine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the pump revealed motor feedthru anomaly/corrosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.